Event description:
Customer's spouse reported via phone, the insulin pump had alarmed motor error and her endocrinologist. The insulin pump had a few motor error alarms. Customer's blood glucose was unknown, but he did state the customer's blood glucose could fluctuate from under 60 mg/dl to 200 - 300 mg/dl. Customer's doctor was surprised customer was able to continue use of the device after the alarms occurred. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The device had cracked case at the display window corner, minor scratches on the lcd window and reservoir tube window, broken belt clip slop, cracked battery tube threads, and cracked reservoir tube lip.